Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra surestep enhanced meter would power off during use. The med affairs spec (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. Three days later, the mas mailed a letter requesting the pt contact med affairs. In 2006, the pt noted the reported meter would power off during testing; the pt did not obtain a blood glucose ersult. At that time, the pt was experiencing the symptoms of weakness and shaking. Following the use of the meter, the pt admin self-care by taking 30 units novolin insulin. At an unspecified time, the pt's caregiver contacted emergency svs, and the paramedis transported the pt to the hosp. While at the hosp, the pt's blood glucose level was tested to be 403 mg/dl and 369 mg/dl, and she was treated with insulin. The pt was admitted to the hosp for three days. The customer care advocate (cca) determined during the troubleshooting telephone call the pt had replaced the meter's batteries,the battery contacts were in good condition, and there had been no trauma to the meter. The power issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced.